Event description:
It was reported that the insulin gauge was inaccurate for an ongoing amount of time. Customer will continue to use current pump. Customer¿s blood glucose (bg) level was 40 mg/dl. Customer's husband gave them juice to address the bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.